Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been receiving intermittent replace backup battery alarms. The battery had been reseated in the past. Log files captured very intermittent backup battery faults. The backup battery faults were due to the emergency backup battery (ebb) failing the load test. The primary controller and modular cable were exchanged. There were no further reports of ebb faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. A review of the submitted log files captured backup battery faults due to the backup battery not passing the load test on 14oct2025, 09nov2025, and 17nov2025. The log files also captured backup battery not installed alarms on 14oct2025 and 17nov2025 consistent with the reported reseating of the backup battery. There were no other notable events or alarms captured, and the controller appeared to support the system as intended. The heartmate system controller (serial number (B)(6)) was not returned for analysis. Provided information indicated that the controller was exchanged, and no further backup battery fault alarms had occurred post exchange. The root cause of the backup battery fault alarms and backup battery not installed alarms could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 7, entitled alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.